Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -3.0 diopter into the patient's right eye (od) on (B)(6) 2021. Reportedly, the lens was exchanged on (B)(6) 2021 with a same size different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.